Event description:
Patient called lfs on 2/2002, alleging meter would not power on and patient had to call emergency medical system. Per facility, the following was documented: -- the customer's ot ultra meter would not turn. -- "the customer was not feeling well and called the emergency medical system service." -- patient had "low sugar symptoms (shaky)." -- a result of 90mg/dl is documented. Source is not documented. -- "medication was given and the customer was given juice and soda." -- "the emergency medical system service advised the customer to allow them to take pt to the hospital." -- "however it was refused." -- "the customer's levels returned to normal and their hcp was called." -- facility was not able to resolve the issue. -- replacement meter was sent.